Event description:
Customer reported experiencing a low blood glucose event, with the lowest level reaching 50 mg/dl. Cause was not known. Customer self-treated the low blood glucose by consuming apple juice. Customer was advised by technical support to consult a healthcare provider for further discussion on what may be affecting their blood glucose levels.